Event description:
Catheter disconnected from port and had begun to migrate toward heart. Port was removed in or and catheter was removed in radiology. Port is available for inspection but catheter was erroneously disposed of.